Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the single leaflet device attachment (slda) was due to challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Although imaging was difficult due to shadowing, the clip delivery system (cds) was advanced and placed on the mitral valve. After deployment, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the thin leaflets. An additional clip was implanted to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.